Event description:
During a visit to a customer site, a siemens healthcare diagnostics inc. Field service engineer (fse) noted that advia 120 software version 6.2.4 was installed on an advia 2120i with dual aspirate autosampler (daa) system. The fse notified the customer and the customer noted that they had not noticed a difference in results. The customer does not enumerate nucleated red blood cells (nrbc) but does have the advia 2120i with daa system set up to flag for nrbcs. There are no known reports of patient intervention or adverse health consequences due to the advia 120 software being loaded on the advia 2120i with dual aspirate autosampler system.

Manufacturer narrative:
On december 23, 2014, a siemens field service engineer (fse) was dispatched to the customer site. The fse loaded the correct software version on the advia 2120i with daa system. The cause of the event is a software installation error. The system is performing according to specifications. No further evaluation of this device is required.